Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. The reported problem of an increased intra peritoneal volume (iipv) event was identified in the event history log review. All returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. The device passed rite testing. No abnormalities were identified during internal/external inspections. The cause of the iipv was determined to be a false empty detect and the initial drain alarm was met. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred during the therapy initiated on (B)(6) 2014 at 03:10:38. During night drain cycle one, the patient's ultrafiltration reading was 2474ml, indicating the home patient (hp) drained 2474ml more than their maximum programmed fill volume of 2800ml. No additional information is available.